Event description:
In 2008, the pt reported that she was charging the implantable neurostimulator (ins) more than expected; the ins was located in her back. The pt indicated that she had very high settings; she stated her settings were at 10 and all 4 programs were being used. The pt had been charging every other day, but now the pt charged everyday and the battery status only showed 1/2 charged or a little more than 1/2 charged following 8-10 hours of charging. The pt indicated that she normally saw all the efficiency/coupling bars when re-charging. The pt was encouraged to contact her health care professional (hcp). In the following month, while the ins was turned on, the pt had a loss of therapeutic effect and a surging/fading sensation. The stimulation was intermittent. There was no known accident or incident related to the event. Impedances were checked and a reading of >3600 ohms was found between 0 and all others; 0 was used in programming. The pt was still charging more than expected and reported having to restart sessions fairly often. In 2009, the hcp reported that the pt said the system was turning on/off without her using the pt programmer. She described a "surge" when the battery came back on. The pt stated she turned the ins off to charge, but was still unable to charge the system more than half full despite many hours of charging. She typically charged the system at night. She stated after 8 hours the charge dropped to less than half. The pt denied ever allowing this battery to become fully depleted. She stated the system was efficacious in alleviating her low back/hip/leg pain. The ins was interrogated without reprogramming by the hcp. It showed that she typically had 3 programs running, and was using very high amplitudes. The voltages were 8.6 for a1, 8.4 for a2 and 4.2 for a3. The rate was 85 hz for all programs. Typical coupling was 6 out of 8 and typical duration of the charge was 2.3 hours. Typical interval between charges was 2 days. The ins was later interrogated and all impedances were found to be within normal limits except contact 0 which showed high impedances against all contacts. Programming and pt education was done; the coverage was reported to be good. A new recharger was ordered. The pt was advised to recharge the system while awake to ensure a good connection between the recharger and the ins. The hcp was unsure if the issue was device related; the hcp thought possibly pt education, the recharging device, or high settings. Three days later the pt stated that she received the new charging device and was able to achieve a full charge the night before. She had not checked the battery status yet that day. The pt stated she would contact the office again if the battery continued to deplete quickly. The pt outcome was reported as "no injury".